Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support assisted the customer with resetting the pump; the alarm did not reoccur. There was no reported impact to blood glucose.